Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The initial reporter was the hcp's office. The pump was replaced and was to be returned to the manufacturer after clearing pathology at the hospital. The cause of the motor stalls was not determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 50 mg/ml for a total dose of 13.238 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported they were replacing the pump today ((B)(6) 2017) and was wondering if it was included in any field actions involving a serial number lookup. It was reviewed it was included in the population potentially affected by battery performance field action. A motor stall was seen at initial interrogation and it was unknown if the patient recently had a magnetic resonance imaging (MRI). Pump status and/or event log reported an active motor stall, stopped pump period may exceed tube set, and multiple motor stalls and recoveries. It was noted there was a motor stall and recovery that occurred on (B)(6) 2017, and there was a current motor stall that occurred on (B)(6) 2017 with a tube set message on (B)(6) 2017. It was reviewed to rule out magnets and electromagnetic imaging (emi). The following motor stall considerations were reviewed: consider pump replacement and if explanted/replaced return to manufacturer for analysis was recommended. The patient was getting refilled through an agency, so they were not certain who the managing healthcare professional was. No symptoms were reported. Event date was (B)(6) 2017. It was later reported the manufacturer representative checked with the patient and the patient had not recently had an MRI. No further complications were reported/anticipated.